Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported an infection occurred. The implantable pulse generator (ipg) system was explanted, and replaced with a competitor product. The patient also reported that during the ipg system removal the healthcare professional was unaware that the system was attached to the heart, and when the system was removed a hole was ripped in the heart and the patient flat-lined, and was resuscitated. The patient was hospitalized, placed on life support for approximately three months and recovered. The patient reportedly was diagnosed with long qt syndrome (lqts). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the physician was aware of the implanted leads that were obviously attached to the heart. The leads had been present for eight years and hence scarred in place. The hole in the heart is a known potential complication of lead extraction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.